Event description:
On (B)(6) 2025, a 61-year-old male patient with a history of renal cell carcinoma (histology) received histotripsy treatment to a single lesion in liver segment v for a total planned treatment volume (ptv) of 33.5 cc. The patient presented with a compromised baseline condition, characterized by chronic kidney disease (ckd) and a performance status of 2 (ps2). Post procedure, the patient was admitted for pain and kept for two nights. The patient was discharged after returning back to baseline condition, he had minimal pain at the treatment area over the liver.

Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the case.